Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a; annex g). Investigation evaluation. It was reported the ncircle delta wire tipless stone extractor's basket could not close completely during an unspecified procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the patient and the event has been requested but is unavailable at this time. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The product for this specific complaint issue was not returned to cook for investigation. The customer returned 4 other baskets reported to have a similar basket closing issue. Upon visual inspection, it was noted the baskets had significant bends to the basket and support sheaths. A functional test confirmed the handles would only actuate basket formations when sheaths are pulled straight. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "precautions: this device is conductive. Avoid contact with an electrified instrument." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. It was reported that the basket involved in this complaint had bends in the basket and support sheath similar to the returned baskets. It is possible that the bends contributed to the reported failure; however, this cannot be confirmed without additional information the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4 - PMA/510(k) #: exempt h3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncircle delta wire tipless stone extractor's basket could not be closed completely during an unspecified procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but is unavailable at this time.